Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported the patient was on impella 5.5 support and during support the patient developed septic shock but the timing of onset and treatment are unknown. In addition, since many catheters were inserted in addition to impella, such as extracorporeal membrane oxygenation, soluble guanylate cyclase, and controlled ventilation, it was unclear whether there was a direct causal relationship between sepsis shock and impella. The doctor reported that there were no problems with the impella sterilized sleeve or skin problems at the impella insertion site. It was also reported that multiple organ failure progressed due to sepsis shock and the patient died.